Event description:
In (B)(6) 2014 developed mycotic aortic arch pseudoaneurysm with mycobacterium abscessus 2.5 years after orthotopic heart transplantation using cardiopulmonary bypass (cpb) with terumo hx2 heater cooler.